Event description:
It was reported that the patient underwent lumbar disc herniation surgery. During the surgery, there were two screws found slipped and could not be used anymore. The surgeon had to change to another to complete the surgery.the screws came in contact with the patient. The patient¿s current status is normal.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.